Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized on 10/01/2008 due to hyperglycemia. The reporter states the patient had labile blood glucose for several days prior to the hospitalization. The patient was hospitalized with symptoms of high blood glucose; she was treated with insulin and IV fluids, the device should be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.